Manufacturer narrative:
Correction- h8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found to have burnt off from the charring that occurred on the distal clevis. The instrument failed the electrical continuity test. Components adjacent to the yaw pulley show thermal damage. Conductor wire insulation was found to be damaged as result of the charring. The complaint regarding the hook heats up at the joint of the instrument not just at the hook tip, was confirmed by failure analysis. Common causes of thermal damage at the instrument distal clevis is attributed to insulation degradation and carbonized tissue creating a conductive path.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the 8mm permanent cautery hook (pch) instrument's hook heat up at joint of the instrument not just at the hook tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.